Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the pulse generator exhibited high and out-of-range atrial impedance after the lead was connected. On the pacing system analyzer, the lead's values were normal. The lead's values were also normal when connected to the ventricular port. The pulse generator was removed and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.